Manufacturer narrative:
Zoll medical corporation has not rec'd the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.